Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending coronary artery that was moderately calcified, mildly tortuous and 99% stenosed. The nc traveler rx balloon was advanced in the anatomy with resistance and ruptured in the patient at 15 atmospheres during the first inflation. There was no adverse patient effect or a clinically significant delay in procedure. The procedure was completed using an another balloon catheter without issue. No additional information was provided.